Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were explanted and replaced due to abnormal pacing and timing behavior in the hospital post implant as well as on stored egms in the follow up clinic. Immediately post implant, telemetry revealed pauses which could not be reproduced with pocket manipulation. A stored egm strip revealed pacing with no capture, and another egm recorded a stored atr episode with ventricular sensing less than the lrl or atr fallback limit but no pacing. Lead measurements are normal and unchanged. Manipulation in the clinic did not produce oversensing.